Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) applied incorrect lock line removal attempt. The mitraclip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the deployed mitraclip detached from one leaflet but remained attached to the other leaflet. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+ with a prolapsed posterior leaflet. The mitraclip was deployed on the mitral valve leaflets. During lock line removal, an attempt was made to remove one end of the lock line while still grasping the other end, not allowing the other line to move as per instructions for use (IFU). The operator was instructed to not grasp the other line and pull the opposite end per IFU. Following, the lock line was removed smoothly; however, the mitraclip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment-slda). A second mitraclip was implanted to stabilize the slda and reduce the mr to grade 2. Reportedly, the slda was due to operator error, initially grasping one end of the lock line while pulling the other, against the IFU. There was no clinically significant delay and there was no reported adverse patient sequela. There was no additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. It should be noted that in the mitraclip nt instructions for use (IFU) instructs the user to: grasp one of the free ends of the lock line, confirm the line moves freely, and slowly remove the lock line. Pull the lock line coaxial to the lock lever. If resistance is noted, stop and pull on the other free end to remove the lock line. In this case, the physician attempted to remove the lock line while grasping the both ends, not allowing the other line to move freely, indicating that the IFU deviation contributed to the reported single leaflet device attachment (slda). All available information was investigated the slda appears to be a result of the IFU deviation (improper or incorrect procedure or method) associated with the removal of the lock line while grasping both ends of the lock line instead of one of the free ends. There is no indication of a product quality issue with respect to manufacture, design or labeling.